Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the emergency room after receiving inappropriate high voltage therapy. Upon interrogation, noise was observed on the rv lead and was reproduced with arm movement. Increase in pacing threshold and decrease in r wave were detected. Lead fracture was also noted. Lead was explanted and replaced. Patient is stable and was discharged.